Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) would not power up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) installed the software module into a lab-tested epgs. When connected to a system-1 simulator, the electronic patient gas system (epgs) did not power on. The generic board on the software module continuously cycled through its power up not allowing the epgs to power on. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.